Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the roadrunner nimble floppy hydrophilic wire guide was binding to the catheter during use which resulted in a loss of the hydrophilic coating. The product problem did not result in any reported serious injuries to the patient.